Event description:
On (B)(6) 2012, the physician notified the spnc sales representative the patient died (B)(6) weeks post-operative ((B)(6) 2012), due to multiple pulmonary embolus and a tia.

Manufacturer narrative:
Device discarded after use by user.

Event description:
This was a left sided lead extraction conducted in the operating room to extract a non-functional, 144 mth old ventritx-sjm spo2 dual coil ICD lead. The physician opened the pocket and prepared the lead with an lld-ez. A 14f glidelight laser sheath was used to begin advancing through the subclavian vein. The physician experienced increased resistance at/or near the innominate and upsized to a 16f glidelight laser sheath with a teflon outer sheath. The 16f laser sheath was advanced past the innominate to the svc/ra junction. The physician experienced increased resistance at the svc/ra junction and advanced just beyond while lasing, noting a slight pressure drop. While manually advancing the laser sheath and holding traction, the physician continued to notice a slight pressure drop. Traction was loosened and the pressure did not recover. The rescue protocol was inacted and the CT surgeon, who was scrubbed into the case, initiated a sternotomy within two minutes of loosening traction. Upon visual confirmation, the surgeon observed there was a significant amount of tissue attached to the lead. The surgeon stated "the lead was vested in the wall of the vessel" just distal to the injury site. When the surgeon applied manual traction to the lead the wall of the vessel that encapsulated the lead distal to the injury site began to bleed. Two tears (a few cm apart) in the svc-atrial junction were successfully repaired. The extractor and surgeon decided to cap the remaining portion of the lead and leave it in vivo to not cause more damage. The patient tolerated the recovery well and was stable the evening of the procedure.